Manufacturer narrative:
The lead anchors associated with these leads were explanted. This is the final report.

Event description:
A report was received that the patient underwent a pocket and lead revision. The patient is reportedly very thin, so the pocket was made deeper to assist with proper charging. The physician opened the midline and removed the lead anchors as they were causing discomfort for the patient. The patient is reportedly doing well following the procedure.